Event description:
A vns consultant was at a programming physician's office and it was reported they were having problems with their handheld computer freezing at the interrogation successful screen with the check mark for the last week.the problem was not resolving.the site attempted to do a hard reset and reported that the same thing keeps happening.

Event description:
The handheld computer was returned for analysis. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.